Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 5 fr sheath in the right common femoral artery. During the deployment, the patient experienced symptoms of an allergic reaction, which consisted shortness of breath, flushed appearance and redness. Treatment consisted of diphenhydramine (benadryl) and was successful. No further complications were reported.